Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event and subsequently expired on an unknown date after the use of the product.

Manufacturer narrative:
This is one event (death) for the same patient involving two separate products; associated mdrs #1225714-2014-00991 and 1225714-2014-00992.

Manufacturer narrative:
Add'l info has been requested and will be submitted upon receipt accordingly. This is one of two device reports related to this event. Associated MFR report numbers are: 1225714-2014-00991 and 1225714-2014-00992.

Event description:
Add'l info received noted the pt experienced an event of a sudden nature and expired on the same day, which is alleged to have been caused by the pt's exposure to the product administered during dialysis treatment.